Event description:
A nurse reported that during the setup of a case, a system message occurred. Rebooting did not clear the system message. The case was converted to an extracapsular procedure, the wound was enlarged, a posterior chamber intraocular lens was inserted in the sulcus, and sutures were used to close the eye. Postoperatively, there was corneal edema which had noticeably decreased by one week post-op. A good result is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).